Manufacturer narrative:
The returned samples was requested but hasn't been received till now, the two lot numbers of this event was received, the DHR of these lots was reviewed without any issues. The retained samples of the lots were tested and the samples met the specification. The root cause can't detected currently, no action will be taken currently, a supplemental report will be submitted if further information received.

Event description:
The customer reported that drug leaks, plungers and syringes not locked properly.